Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device had evidence of physical damage. The device's oxygen blending module board and oxygen blending module manifold were replaced to address the issues. During evaluation, the device failed a step during testing. The device's porting block was replaced to address the issue.